Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilting. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), tilting of the filter and fractured filter struts retained below the heart, approximately thirteen years and four months post implant. The patient also reported experiencing left rib pain, nausea post implant when leaning over, from symptoms of swollen lymph nodes on the left side, compensated breathing and anxiety related to the filter, being unable to perform work duties due to these symptoms. According to the implant record the indication for the filter implant was to prevent a pulmonary embolus (pe) as the patient was obese with a recent history of trauma with massive exsanguination, hypotension and inability to anticoagulate. The filter was placed through a previously inserted right femoral triple lumen catheter, through which a guidewire was placed, and an introducer catheter was advanced to the level of l2 and l3. The filter was deployed under fluoroscopic guidance into the inferior vena cava below the level of the renal veins. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed or further clarified. Pain, nausea, shortness of breath, swollen lymph nodes and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records the filter was indicated to prevent a pulmonary embolus (pe) as the patient was obese with a recent history of trauma with massive exsanguination, hypotension and inability to anticoagulate. The patient¿s right groin had a previous right femoral triple lumen catheter, through which a guidewire was placed, and an introducer catheter was advanced to the level of l2 and l3. The cordis trapease inferior vena cava (ivc) filter that was deployed under fluoroscopic guidance into the inferior vena cava below the level of the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting of the filter and fractured filter struts retained below the heart, becoming aware of these events approximately thirteen years and four months after the filter implantation. The patient further asserts to have suffered from left rib pain and nausea post implant when leaning over, from symptoms of swollen lymph nodes on the left side, and further experienced compensated breathing and anxiety related to the filter, being unable to perform work duties due to these symptoms.